Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's hypoglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results below 3.9 mmol/l mean low blood glucose (hypoglycemia). If you get results below 3.9 mmol/l but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l, follow the treatment advice of your healthcare provider," and, "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma or death."

Event description:
The pt reported that her blood glucose went down to 1.9 mmol/l (34.2 mg/dl) and she lost consciousness. An ambulance came and took her to the hospital. Once there, everything was ok again and after a check she returned home.